Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, cracked keypad overlay at select button, and minor scratched lcd window.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose at the time of incident was over 300 mg/d and treated with bolus from the pump. Customer reported that part of the insulin pump were the reservoir is inserted is chipped. Customer reported that issue happened when he was asleep. Customer reported that the reservoir is unable to lock in place when inserted into insulin pump. Customer reported damage on reservoir, the plastic piece on the top was broken. The insulin pump will be returned for analysis.